Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed within the infusion set tubing. Customer's blood glucose level was in the 300 mg/dl range with trace ketones. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.